Event description:
It was reported that during implant the lead was a bit short so when it was placed in the right ventricular apex it did not have any slack and appeared taut. The r waves were acceptable at first but quickly went down, and upon repositioning the sensing and impedances were varying. After the pocket was closed the sensing value was low. The pocket was reopened and the lead was removed and replaced with a longer lead. The longer lead showed better measurements but impedance, threshold, and sensing were still fluctuating. Fluoroscopy showed that the lead tip was moving with the beating heart but that the helix was extended. Impedance, sensing, and threshold began to stabilize at the post check the next morning. The longer lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.